Manufacturer narrative:
Method: skin marker was returned and write tested. Results: no failure detected. Conclusions: inconclusive, not root cause determined as device operated within specification.

Event description:
Tip of pen was too sharp and left red marks on the patient.